Manufacturer narrative:
D1 (brand name) & d4 (serial) has been updated. D10 (concomitant) has been added. Anemia/major bleed: the cause of the injury was not determined due to insufficient clinical details. Hemolysis/mechanical interaction with blood: no logs were returned. The cause of the hemolysis cannot be determined since no product or data logs were returned and insufficient clinical details were provided.

Event description:
A 64-year-old male patient with cardiogenic shock transported to hospital on ECMO as primary support device. Implanted with impella cp for lv unloading. On day three, hemolysis was diagnosed, along with anemia and a gi bleed. Patient given blood products. CT scan showed neurologic deficits, and family withdrew care. Patient expired.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.